Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-02962. It was reported the patient had been receiving ineffective therapy due to both of their leads migrating. Reprogramming attempts were unable to restore effective therapy. As a result, the patient's leads were explanted and replaced (with a single lead/different model). Effective therapy was restored post-op.